Event description:
After further review, the drug delivered by the pump at the time of the catheter failures was unknown. As of (B)(6) 2015, the patient was receiving clonidine and dilaudid.

Event description:
It was reported that the patient had a history of catheter failures. No further information was provided. The pump was used to deliver clonidine and dilaudid. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8596sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. Product ID n EU_unknown_cath, lot# n195852007, implanted: 2009-(B)(6), product type catheter. (B)(4),